Event description:
It was reported by service report that the jack could not be pumped up due to a broken pedal. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.